Event description:
It was reported that the stent moved on the balloon. A synergy shield mr ous 4.00 x 32mm was selected for treatment. As the product was unpacked and inspected, the balloon had been pushed over the stent. The device was not in contact with the patient. The procedure was successfully completed with no patient complications.